Event description:
It was reported that during an unknown procedure, the tip was broken off the device. It is unknown how the case was completed and no patient consequence was reported.

Manufacturer narrative:
.